Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant of a crtd system, a cardiac perforation occurred in the coronary sinus while using the cps catheter likely due to complicated patient anatomy. A pericardiocentesis was performed and the issue resolved. The patient is stable.

Event description:
During the implant of a crtd system, a cardiac dissection occurred in the coronary sinus while using the cps catheter likely due to complicated patient anatomy. The patient's blood pressure dropped and an x-ray examination revealed a pericardial effusion and cardiac tamponade. A pericardiocentesis and blood transfusion were performed to resolve the issue. The patient is now stable.